Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 2/20/2018 returned test strips produce low readings. Black chemistry observed on returned test strips. Final root cause investigation has been completed . Other root cause: black chemistry due to improper storage. Note: manufacturer contacted customer on 2/7/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer initially called with inquiry about trueresult conversion to truemetrix. Customer also reported complaint for lo blood glucose test results. The customer is concerned with tests results of lo. The customer's expected fasting blood glucose test result range is 80-104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 10/30/2018 and open vial date is (B)(6) 2018. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: (B)(6).